Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument was not recognized. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation confirmed the recognition failure in the data logs. Failure analysis investigation also found that the snake wrist was dislodged at the distal end of the instrument. It was concluded that the dislodged snake wrist damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's snake wrist found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.